Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was flipping in its pocket, and the leads were wrapped around the ipg. Surgical intervention was undertaken and the ipg was repositioned, and the leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.